Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer had experienced a blood glucose (bg) level of 400 mg/dl and an insulin injection was used to address the bg level. The contact did not know what the caused the high bg. The contact had changed the pump supplies and the high bg was resolved.